Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for this event. The patient treatment was not reported. The cause of the peritonitis was not reported. The patient had recovered from the peritonitis. It was not reported if pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.